Manufacturer narrative:
(B)(4). Approximate age of device ¿ 1 year and 3 months. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad). It was reported that the patient presented in atrial flutter with heart failure symptoms. The patient had elevated lactate dehydrogenase (ldh) levels and increased pump power readings. The patient had sub-therapeutic inrs in (B)(6) 2017, for which he was bridged with lovenox. A ramp echocardiogram revealed a normally functioning lvad, and the left ventricle appropriately decompressed with incremental increases in speed. The patient's ldh level elevated at 951 u/l on admission with transaminitis, elevated bilirubin, supratherapeutic inr, urinalysis positive for blood, low haptoglobin, and normal plasma free hemoglobin. The patient was treated with heparin and was diuresed, with normalization of ldh and liver function test levels. The patient was likely to be discharged to home. No further information was provided.

Manufacturer narrative:
The device remains in use and was not available for evaluation. A correlation between the device and the reported events could not be conclusively determined through this evaluation. The report of elevated pump parameters could not be confirmed through evaluation of the submitted log file. No atypical alarms were captured and the system showed normal device operation above the low speed limit for the duration of the log file. The heartmate ii instructions for use (IFU) lists device thrombosis and hemolysis as adverse events that may be associated with the use of the heartmate ii lvas. The IFU addresses indications of device thrombosis and how to respond to such events, as well as recommended anticoagulation therapy and inr range with the use of the heartmate ii lvas. The patient remains ongoing on heartmate ii lvas and no further events have been reported. A review of the device history records, including the sterilization and packaging documentation, found no deviations from manufacturing specifications. The manufacturer is closing the file on this event.